Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Additional information indicates that this event is no longer connected to the fsca and is no longer reportable.

Event description:
Additional information indicates that this event is no longer connected to the fsca.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) late elective replacement indicator message advisory notice issued by abbott on 3 may 2024.

Event description:
It was reported, the patient lost therapy due to device reaching end of service (eos) from elective replacement indicator (eri) sooner than expected. It is unknown if ipg depletion occurred prematurely, in relation to the implant date. Surgical intervention may take place in the future to address the issue.